Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an explant of the right ventricular lead a right atrial lead fracture was noted. The lead was also explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned with the is-1 end missing. The lead was not tested due to the lead being severed. An x-ray showed that the ends and the helix appeared normal. Detailed analysis revealed a fracture located 398mm from the cut end of the lead which shows evidence the inner coil was cut due to the shape of the cut surfaces, cutting tool marks, and areas of overload. Induced damage was confirmed by the laboratory.

Event description:
--